Manufacturer narrative:
This medwatch report represents the primary system controller backup battery alarm. The referenced difficulty in connecting to the second system controller was reported under medwatch MFR# 2916596-2015-01780. The system controller and backup battery were not returned for evaluation as the system controller remains in use. The evaluation of the backup battery documentation revealed that the backup battery was manufactured in september 2012. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on (B)(6) 2015 the system controller log file displayed a backup battery fault alarm at 12:00 am midnight. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient had experienced a backup battery fault alarm and called 911 after attempting to change the system controller. The patient was transported to the ER and when connected to a system monitor the system controller history reflected that the pump was stopped. It was determined that the pump driveline was not connected to the system controller. In the ER the driveline was connected to the system controller, the pump resumed support and the patient was admitted. The system controller data log file was submitted to the manufacturer's technical services representative for review, which indicated that the pump had been disconnected from the primary system controller on (B)(6) 2015 at approximately 0004 and then was connected to the backup system controller at approximately 0201, indicating the patient was without pump support for approximately 2 hours. Specific information regarding the patient's neurological status was not provided. The patient's body temperature was cooled upon admission for preservation of neurological function. On (B)(6) 2015 the patient was warmed and the clinicians were reportedly pleased with the patient's neurological recovery. As of (B)(6) 2015 the patient remains in the hospital doing well but is weak. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned backup battery revealed that the backup battery was manufactured on (B)(6) 2012. A full functional test was performed using a test 11 volt lithium-ion backup battery and the system controller passed all test steps. The system controller operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. Based on the evaluation, the system performed as designed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing its file on this event.